Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6) a 29 mm sapien 3 valve was implanted in the aortic position via transfemoral approach. Approximately 8 months post procedure the valve was explanted. The cause of the explant procedure is unknown, additional information is not available at this time.

Manufacturer narrative:
At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. To date, despite multiple requests for information, the patient medical records have not been received for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, the reason for explanting the 29 mm sapien 3 thv 8 months post tavr remains unknown and the device is not available for evaluation. There is no indication or allegation that a product deficiency or device malfunction contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Correction to the following sections based on additional information received b5, f10, h1 changed from product malfunction to serious injury. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms.

Event description:
Approximately 8 months post procedure the sapien 3 valve was explanted due to a severe perivalvular leak (plv) in a focal spot anteriorly that caused the patient heart failure symptoms. The physician felt that any tavr valve would have this leak again so the decision was made to explant the sapien 3 valve and replace with a surgical valve. No further information was available.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.